Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a sapien m3 procedure in mitral position where, during a rapid and prolonged pacing run, the patients blood pressure dropped, requiring administration of medications and light chest compressions to restore hemodynamic stability and allow for a second inflation, which was performed without pacing. The pressure drop was attributed to mitral valve obstruction during inflation in combination with rapid pacing (>200 bpm). The operator was advised that pacing at a lower rate may be sufficient. Prolonged inflation was noted; however, no difficulty with inflation was reported. The perceived root cause of the prolonged inflation was the site may still be gaining familiarity with valve repositioning during inflation, which may have contributed to the prolonged pacing/inflation, and pacing was noted to be performed at greater than 200 bpm. No patient injury was reported, and the patient was discharged. No deficiency of the edwards device was alleged.